Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test, rewind test, seating, basic occlusion test, occlusion test, and force sensor test. Unit passed dat test at 0.08740 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thump. Confirmed 130.875 units of normal bolus was delivered on 09/23/2025 between 00:03:49.000 and 23:59:55.000. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 09/20/2025 10:06:27.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: partially broken retainer, scratched case, pillowing keypad overlay, cracked keypad overlay, and corroded battery tube, the p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. However, unit received with partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and feeling a little discomfort. Blood glucose value at the time of event was 236 mg/dl. The customer was treated with manual bolus. The event involved product(s) mmt-342, mmt-431ak, mmt-1884. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-431ak, mmt-342. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.